Event description:
Subsequent to the initial MDR, a correction is required and additional information has been received.

Manufacturer narrative:
(B)(4). Correction, please disregard MDR regulatory awareness date - 7/6/2025 . It was submitted in error on the initial MDR. The correct MDR regulatory awareness date is 7/27/2025.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).